Manufacturer narrative:
The safety mechanism on the samples were confirmed to exhibit free rotation. By design the user should be able to rotate the safety mechanism to allow them to orient the needle bevel as needed, however some resistance should be present to prevent free rotation. This free movement did not prevent proper operation of the safety device.

Event description:
User reported that the safety mechanism rotates freely.